Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer failure" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order (wo): (B)(4). Main drawer 4 was not detected on the bus. The l board was replaced. Hta testing was performed, and the customer tested no issues were present. During dchu visual inspection: pn 151903-01: was received with signs of fluid ingress. Pn 118213-31: was received with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 151903-01: dchu testing was not performed because the pyxibus module controller board and drawer controller board product analysis procedure, section 7.2, "pcba board inspection" states that if the pcba board has fluid ingress no further testing should be conducted. Pn 118213-31: dchu testing confirmed that the pcba, cntrlr, matrix, fh, v1.05, pas, pyxibus failed during drawer opening and closing testing, resulting in a lock failure. The device was in use for treatment purpose as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the reported failure "drawer failure" is attributed to physical damage (fluid ingress) of the part "pcba fh cubie pmc", which resulted in a short circuit/miscommunication. Additionally, a faulty "pcba, cntrlr, matrix, fh, v1.05, pas, pyxibus" was identified, causing failure in the opening and closing of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 not detected on bus, which located on m-ccl-rm8. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that physical damage (fluid ingress) of the part pcba fh cubie pmc. There were no adverse events or injuries reported based on this event.